Manufacturer narrative:
H.10: a video confirming the reported issue has been provided to livanova and based on what observed the most likely root cause of the failure is a defective pump head.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Date of event is unknown. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 double head pump did not rotate properly and that sometimes it did not rotate at all even if the encoder is cranked up. There was no patient involvement.